Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are too long and are cutting into their lip frenulum. They have tried filing down the aligner but can't seem to be able to file it down enough. Even with the aligner out their mouth is sore and in painful. Photos sent by the patient show aligner fit with in normal limit. When their lip is retracted, the aligner is longer than gingival margins and sits right where frenum is attached. Patient reported that previous aligners did not cause any issue. Requested additional information and photo to evaluate if MFR error and if aligner was made too long.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.